Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas to request additional pump training for the patient and alleged the following: the patient has recently been experiencing low blood glucose (bg) levels, between 29 and 50 mg/dl, almost every morning with shakiness and confusion. The patient received this pump on (B)(6) 2013 and attempted to self set up pump and has been having issues with bg dropping since on new pump. Patient reports he saw an endocrinologist 1.5 months ago, before replacement pump, who made changes to the pump settings. Patient does not have the setting written down and does not see that endocrinologist and cannot get the settings. At the appointment 1.5 months ago the hcp set the advance bolus screen, but patient was not able to enter the carbohydrates so he was estimating how much insulin to give. Patient undergoes dialysis thrice weekly. Customer support (cs) review of the tdd and basal history indicates pump is delivering correctly, advised the patient that events are not related to the pump, but he may need insulin adjustments. Advised patient if not comfortable with pump, to go to an alternate form of insulin delivery. Reporter stated patient does not know how to use syringes, and cs advised patient to contact health care provider for instructions and a protocol. After reviewing pump history with cs , patient was able to understand instructions and maneuver from screen to screen. Patient is just not sure if pump is set correctly and does not know what setting should be. This complaint is being reported as the patient experienced hypoglycemia possibly related to the patient self setting the pump settings.